Event description:
It was reported that intermittent malfunctions on the pump occurred. Customer¿s blood glucose (bg) level was displayed as "high"; however, specific value was not provided. Elevated bg was address by a manual insulin injection and did not require assistance from a third party. The customer continued to use the pump for insulin therapy and has an alternate method of insulin therapy available if necessary.